Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿ in the chin (1 ml) and bilateral cheeks (3 ml). Two weeks later, patient had a fractional laser and pigmanor. Patient had unspecified retouch to other areas. 11 days later, patient experienced a delay abscess that appeared on the right side of the chin and unilateral cheek of the left side. Hcp aspirated the abscess and prescribed augmentin, metronidazole and reparil for two weeks. Symptom has not been resolved.

Event description:
Additional information reported "abscess is improving but it appeared on the other side of the face a new abscess appeared on left side of the chin and unilateral cheek of the right side." New medication added to medications to the regimen noted as clarethromycin 500 bid for 2 weeks, steroid 25 mg od for 5 days, and kenacort injection.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., section c. Suspect product, d.4., h.4., h.6.